Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 141 mg/dl, 198 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer reported that the suspended his insulin pump when he was getting low alerts. The sensor glucose value that triggered the suspend event was below and suspend on low limit in sensor settings was unknown. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that the blood glucose went to the 52 mg/dl. The sensor will be returned for analysis.